Event description:
The customer reported to philips healthcare that the battery on the heartstart xl was "probably" "exhausted". There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.